Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was still occurring, the prior recommendations had not been performed. No additional information was available. No patient symptoms were reported.

Event description:
New information states the right ventricular lead was capped and replaced on (B)(6) 2017. No additional information was available.